Event description:
Three falsely elevated troponin I results were obtained on patients' samples. Two of the results were reported to the physician. The samples were repeated and negative results were obtained. One patient received plavix. It is unknown if the other two patients received treatment. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.